Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Should additional info become available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the united states, but a similar device is commercially available in the unites states.

Event description:
It was reported that the pinning performed for the femoral neck fracture on (B)(6) 2012. After the pinning, the bha was performed due to non union. In the bha, the surgeon put the cement plug in the canal, and mixed cement for 2 minutes and transferred the mixed cement into the cement gun. One minute after transferred the cement into the gun, the cement was inserted into the canal. Three minutes after inserting the cement, the blood pressure decreased. So, the surgeon resuscitated and the blood pressure was returned to normal. But, during suturing, the blood pressure decreased again (20mhg) and suffered cardiopulmonary arrest and the surgeon resuscitated again. Then the pt recovered. The pt is getting MRI because she suffered cardiopulmonary arrest once.